Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 ((B)(6) 1986, (B)(6) 1988, (B)(6) 2002). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In 2010, the patient experienced abdominal pain ("abdominal pain (sharp stabbing pain)"), hypoaesthesia ("legs(numbness)") and muscular weakness ("both knees(weakened, no cartilage)"). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("constant discharge"), fungal infection ("chronic yeast infections"), inflammation ("inflammation on body"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), pruritus ("itching"), burning sensation ("burning"), vulvovaginal swelling ("swelling of vagina"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), migraine ("migraines"), feeling abnormal ("brain fogs"), tinnitus ("ringing in ears"), dizziness ("dizziness"), anaemia ("anemia"), thyroid disorder ("thyroid issues"), arthralgia ("joint pain"), tooth disorder ("teeth problems"), loss of libido ("loss of libido"), weight increased ("weight gain"), menorrhagia ("heavy menstrual cycles"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), acne ("acne(severe)"), amnesia ("memory loss"), pruritus generalised ("itchy skin all over my body"), headache ("headaches"), tooth disorder ("excessive problems with teeth "), abdominal distension ("bloating ") and ocular hyperaemia ("vision problems, extremely red "). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fatigue, ovarian cyst, bacterial vaginosis, vaginal discharge, fungal infection, inflammation, dyspareunia, incontinence, pruritus, burning sensation, vulvovaginal swelling, muscle spasms, muscle twitching, migraine, feeling abnormal, tinnitus, dizziness, anaemia, thyroid disorder, arthralgia, tooth disorder, loss of libido, weight increased, menorrhagia, multiple allergies, osteoarthritis, acne, abdominal pain, amnesia, muscular weakness, pruritus generalised,headache, tooth disorder, abdominal distension and ocular hyperaemia outcome was unknown and the hypoaesthesia had resolved. The reporter considered abdominal pain, acne, amnesia, anaemia, arthralgia, bacterial vaginosis, burning sensation, dizziness, dyspareunia, fatigue, feeling abnormal, fungal infection, hypoaesthesia, incontinence, inflammation, loss of libido, menorrhagia, migraine, multiple allergies, muscle spasms, muscle twitching, muscular weakness, osteoarthritis, ovarian cyst, pruritus, thyroid disorder, tinnitus, tooth disorder, uterine perforation, vaginal discharge, vulvovaginal swelling, weight increased,pruritus generalised,headache, tooth disorder, abdominal distension and ocular hyperaemia to be related to essure. The reporter commented: patient received treatment for loss of libido, weight gain,heavy menstrual cycles, ovarian cysts,fatigue and allergies,teeth issues/decay,osteoarthritis, acne,abdominal pain she not received treatment for memory loss, migraines, ringing in ears, brain fog, abdominal spasms. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). In 2014 :imaging : uterus perforation. In (B)(6) 2011 underwent hsg(hysterosalpingography). Most recent follow-up information incorporated above includes: on 4-dec-2017: all events. Lab data, historical condition, concomitant disease, reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1986, (B)(6) 1988, (B)(6) 2002), urge incontinence, sebaceous cyst, gas pain, pituitary disorder, sexually transmitted disease, bacterial vaginosis, aching in knees, tenderness, arthritis, chondromalacia patellae, obesity, osteoarthritis, shooting pain, numbness, musculoskeletal pain, tibialis tendinitis, foot pain, discomfort rectal, vulval itching, endometrial ablation, urinary incontinence, thyroid isthmusectomy, endometrium cystic, hair loss, chronic rhinitis, adhesion, uterine cyst, stress incontinence, cough, felty's syndrome, cervix inflammation and incision site pain. In 2014 :imaging : uterus perforation in (B)(6) 2011 underwent hsg(hysterosalpingography). Previously administered products included for an unreported indication: naprosyn, steroids, iud nos and depo-medrol. Concurrent conditions included overweight, pain burning, thyroid adenoma, biopsy thyroid gland, pap smear abnormal, cystic lymphangioma, memory impairment, vaginal infection, adenomyosis, vomiting, nausea and breathing abnormally deep. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ibuprofen, imipramine hydrochloride (imipramine hcl), morphine and sodium picosulfate (dulcolax). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain (sharp stabbing pain)"), hypoaesthesia ("legs(numbness)") and muscular weakness ("both knees(weakened, no cartilage)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fatigue ("fatigue"), ovarian cyst ("ovarian cysts/cyst on one of my ovaries"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("constant discharge"), fungal infection ("chronic yeast infections"), inflammation ("inflammation on body"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), pruritus ("itching/itchy skin all over my body"), burning sensation ("burning"), vulvovaginal swelling ("swelling of vagina"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), migraine ("migraines"), feeling abnormal ("brain fogs"), tinnitus ("ringing in ears"), dizziness ("dizziness / lightheadedness"), anaemia ("anemia"), thyroid disorder ("thyroid issues"), arthralgia ("joint pain"), tooth disorder ("teeth problems/excessive problems with teeth"), loss of libido ("loss of libido"), menorrhagia ("heavy menstrual cycles"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), acne ("acne(severe)"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating"), ocular hyperaemia ("vision problems, extremely red") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with root canals and surgery (underwent hysterectomy). Essure was removed on(B)(6) 2014. At the time of the report, the uterine perforation, fatigue, ovarian cyst, bacterial vaginosis, vaginal discharge, fungal infection, inflammation, dyspareunia, incontinence, pruritus, burning sensation, vulvovaginal swelling, muscle spasms, muscle twitching, migraine, feeling abnormal, tinnitus, dizziness, anaemia, thyroid disorder, arthralgia, tooth disorder, loss of libido, weight increased, menorrhagia, multiple allergies, osteoarthritis, acne, abdominal pain, amnesia, muscular weakness, headache, abdominal distension, ocular hyperaemia, pain in extremity and uterine leiomyoma outcome was unknown and the hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, acne, amnesia, anaemia, arthralgia, bacterial vaginosis, burning sensation, dizziness, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, hypoaesthesia, incontinence, inflammation, loss of libido, menorrhagia, migraine, multiple allergies, muscle spasms, muscle twitching, muscular weakness, ocular hyperaemia, osteoarthritis, ovarian cyst, pain in extremity, pruritus, thyroid disorder, tinnitus, tooth disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: patient received treatment for loss of libido, weight gain,heavy menstrual cycles, ovarian cysts,fatigue and allergies,teeth issues/decay,osteoarthritis, acne,abdominal pain she not received treatment for memory loss, migraines, ringing in ears, brain fog, abdominal spasms. Current weight: 215 lbs. (B)(6) 2011 doctor mentioned she had trouble completing the confirmation test and informed me that I needed to use another form of birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Computerised tomogram - on (B)(6) 2011: anatomy/shape/tilt or the uterus and positions of the coils. Hysterosalpingogram - on (B)(6) 2011: scout view demonstrates bilateral essure device coils. It is uncertain whether the visualized contrastlies within the vagina/endocervical canal or within an abnormal/clongated endometrium. Foci of contrast adjacent the right essure coil may be related to contrast intravasation.; on (B)(6) 2011: there is deformity of the uterus with a relatively wide uterus centrally and narrowing of the uterus superiorly bilateral essure apparatus is present . The apparatus on the right is foreshortened . Cannot say with certainty whether the apparatus is in the fallopian tubes or in the superior aspect of the de formed uterus. Filling defects are seen which probably represent adhesions. There is some contrast material in the vagina. No spill of contrast material is seen on this examination . The uterus is only moderately well. Ultrasound scan - on an unknown date: fibroids and cyst on one of my ovaries. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: uterine perforation, ovarian cyst, pelvic pain, abdominal pain, vaginal discharge,weight gain, fatigue and acne. Concerning the injuries reported in this case, the following one were reported via social media: uterine leeomyoma most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event fibroids, reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 1986, (B)(6) 1988, (B)(6) 2002). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In 2010, the patient experienced abdominal pain ("abdominal pain (sharp stabbing pain)"), hypoaesthesia ("legs(numbness)") and muscular weakness ("both knees(weakened, no cartilage)"). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("constant discharge"), fungal infection ("chronic yeast infections"), inflammation ("inflammation on body"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), pruritus ("itching"), burning sensation ("burning"), vulvovaginal swelling ("swelling of vagina"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), migraine ("migraines"), feeling abnormal ("brain fogs"), tinnitus ("ringing in ears"), dizziness ("dizziness / lightheadedness"), anaemia ("anemia"), thyroid disorder ("thyroid issues"), arthralgia ("joint pain"), the first episode of tooth disorder ("teeth problems"), loss of libido ("loss of libido"), weight increased ("weight gain"), menorrhagia ("heavy menstrual cycles"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), acne ("acne(severe)"), amnesia ("memory loss"), pruritus generalised ("itchy skin all over my body"), headache ("headaches"), the second episode of tooth disorder ("excessive problems with teeth"), abdominal distension ("bloating"), ocular hyperaemia ("vision problems, extremely red") and pain in extremity ("leg pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fatigue, ovarian cyst, bacterial vaginosis, vaginal discharge, fungal infection, inflammation, dyspareunia, incontinence, pruritus, burning sensation, vulvovaginal swelling, muscle spasms, muscle twitching, migraine, feeling abnormal, tinnitus, dizziness, anaemia, thyroid disorder, arthralgia, loss of libido, weight increased, menorrhagia, multiple allergies, osteoarthritis, acne, abdominal pain, amnesia, muscular weakness, pruritus generalised, headache, the last episode of tooth disorder, abdominal distension, ocular hyperaemia and pain in extremity outcome was unknown and the hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, acne, amnesia, anaemia, arthralgia, bacterial vaginosis, burning sensation, dizziness, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, hypoaesthesia, incontinence, inflammation, loss of libido, menorrhagia, migraine, multiple allergies, muscle spasms, muscle twitching, muscular weakness, ocular hyperaemia, osteoarthritis, ovarian cyst, pain in extremity, pruritus, pruritus generalised, thyroid disorder, tinnitus, uterine perforation, vaginal discharge, vulvovaginal swelling, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: patient received treatment for loss of libido, weight gain,heavy menstrual cycles, ovarian cysts,fatigue and allergies,teeth issues/decay,osteoarthritis, acne,abdominal pain. She not received treatment for memory loss, migraines, ringing in ears, brain fog, abdominal spasms. Current weight: 215 lbs. (B)(6) 2011 doctor mentioned she had trouble completing the confirmation test and informed me that I needed to use another form of birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. In 2014 :imaging : uterus perforation. In (B)(6) 2011 underwent hsg(hysterosalpingography). Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: leg pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') and device dislocation ('migration') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1986, (B)(6) 1988, (B)(6) 2002), urge incontinence, sebaceous cyst, gas pain, pituitary disorder, sexually transmitted disease, bacterial vaginosis, aching in knees, tenderness, arthritis, chondromalacia patellae, obesity, osteoarthritis, shooting pain, numbness, musculoskeletal pain, tibialis tendinitis, foot pain, discomfort rectal, vulval itching, endometrial ablation, urinary incontinence, thyroid isthmusectomy, endometrium cystic, hair loss, chronic rhinitis, adhesion, uterine cyst, stress incontinence, cough, felty's syndrome, cervix inflammation and incision site pain. * in 2014 :imaging : uterus perforation in (B)(6) 2011 underwent hsg(hysterosalpingography). Previously administered products included for an unreported indication: naprosyn, steroids, iud nos and depo-medrol. Concurrent conditions included overweight, pain burning, thyroid adenoma, biopsy thyroid gland, pap smear abnormal, cystic lymphangioma, memory impairment, vaginal infection, adenomyosis, vomiting, nausea and breathing abnormally deep. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ibuprofen, imipramine hydrochloride (imipramine hcl), morphine and sodium picosulfate (dulcolax). In 2010, the patient experienced abdominal pain ("abdominal pain (sharp stabbing pain)"), hypoaesthesia ("legs(numbness)") and muscular weakness ("both knees(weakened, no cartilage)"). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), ovarian cyst ("ovarian cysts/cyst on one of my ovaries"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("constant discharge"), fungal infection ("chronic yeast infections"), inflammation ("inflammation on body"), dyspareunia ("painful intercourse"), urinary incontinence ("incontinence/ my bladder sucks"), pruritus ("itching/itchy skin all over my body"), burning sensation ("burning"), vulvovaginal swelling ("swelling of vagina"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), migraine ("migraines"), feeling abnormal ("brain fogs"), tinnitus ("ringing in ears"), dizziness ("dizziness / lightheadedness"), anaemia ("anemia"), thyroid disorder ("thyroid issues"), arthralgia ("joint pain"), tooth disorder ("teeth problems/excessive problems with teeth"), loss of libido ("loss of libido"), menorrhagia ("heavy menstrual cycles"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), acne ("acne(severe)"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating"), ocular hyperaemia ("vision problems, extremely red") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with root canals and surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, fatigue, ovarian cyst, bacterial vaginosis, vaginal discharge, fungal infection, inflammation, dyspareunia, urinary incontinence, pruritus, burning sensation, vulvovaginal swelling, muscle spasms, muscle twitching, migraine, feeling abnormal, tinnitus, dizziness, anaemia, thyroid disorder, arthralgia, tooth disorder, loss of libido, weight increased, menorrhagia, multiple allergies, osteoarthritis, acne, abdominal pain, amnesia, muscular weakness, headache, abdominal distension, ocular hyperaemia, pain in extremity and uterine leiomyoma outcome was unknown and the hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, acne, amnesia, anaemia, arthralgia, bacterial vaginosis, burning sensation, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, hypoaesthesia, inflammation, loss of libido, menorrhagia, migraine, multiple allergies, muscle spasms, muscle twitching, muscular weakness, ocular hyperaemia, osteoarthritis, ovarian cyst, pain in extremity, pruritus, thyroid disorder, tinnitus, tooth disorder, urinary incontinence, uterine leiomyoma, uterine perforation, vaginal discharge, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: patient received treatment for loss of libido, weight gain,heavy menstrual cycles, ovarian cysts,fatigue and allergies,teeth issues/decay,osteoarthritis, acne,abdominal pain she not received treatment for memory loss, migraines, ringing in ears, brain fog, abdominal spasms. Current weight: 215 lbs. (B)(6) 2011 doctor mentioned she had trouble completing the confirmation test and informed me that I needed to use another form of birth control diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Computerised tomogram - on (B)(6) 2011: anatomy/shape/tilt or the uterus and positions of the coils. Hysterosalpingogram - on (B)(6) 2011: scout view demonstrates bilateral essure device coils. It is uncertain whether the visualized contrastlies within the vagina/endocervical canal or within an abnormal/clongated endometrium. Foci of contrast adjacent the right essure coil may be related to contrast intravasation.; on (B)(6) 2011: there is deformity of the uterus with a relatively wide uterus centrally and narrowing of the uterus superiorly bilateral essure apparatus is present . The apparatus on the right is foreshortened . Cannot say with certainty whether the apparatus is in the fallopian tubes or in the superior aspect of the de formed uterus. Filling defects are seen which probably represent adhesions. There is some contrast material in the vagina. No spill of contrast material is seen on this examination . The uterus is only moderately well. Ultrasound scan - on an unknown date: fibroids and cyst on one of my ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet revived ,essure insertion date, event migration added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') and device dislocation ('migration') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1986, (B)(6) 1988, (B)(6) 2002), urge incontinence, sebaceous cyst, gas pain, pituitary disorder, sexually transmitted disease, bacterial vaginosis, aching in knees, tenderness, arthritis, chondromalacia patellae, obesity, osteoarthritis, shooting pain, numbness, musculoskeletal pain, tibialis tendinitis, foot pain, discomfort rectal, vulval itching, endometrial ablation, urinary incontinence, thyroid isthmusectomy, endometrium cystic, hair loss, chronic rhinitis, adhesion, uterine cyst, stress incontinence, cough, felty's syndrome, cervix inflammation and incision site pain. In (B)(6):imaging : uterus perforation. In (B)(6) 2011 underwent hsg(hysterosalpingography). Previously administered products included for an unreported indication: naprosyn, steroids, iud nos and depo-medrol. Concurrent conditions included overweight, pain burning, thyroid adenoma, biopsy thyroid gland, pap smear abnormal, cystic lymphangioma, memory impairment, vaginal infection, adenomyosis, vomiting, nausea and breathing abnormally deep. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as ibuprofen, imipramine hydrochloride (imipramine hcl), morphine and sodium picosulfate (dulcolax). On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced abdominal pain ("abdominal pain (sharp stabbing pain)"), hypoaesthesia ("legs(numbness)") and muscular weakness ("both knees(weakened, no cartilage)"). In (B)(6), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), ovarian cyst ("ovarian cysts/cyst on one of my ovaries"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("constant discharge"), fungal infection ("chronic yeast infections"), inflammation ("inflammation on body"), dyspareunia ("painful intercourse"), urinary incontinence ("incontinence/ my bladder sucks"), pruritus ("itching/itchy skin all over my body"), burning sensation ("burning"), vulvovaginal swelling ("swelling of vagina"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), migraine ("migraines"), feeling abnormal ("brain fogs"), tinnitus ("ringing in ears"), dizziness ("dizziness / lightheadedness"), anaemia ("anemia"), thyroid disorder ("thyroid issues"), arthralgia ("joint pain"), tooth disorder ("teeth problems/excessive problems with teeth"), loss of libido ("loss of libido"), menorrhagia ("heavy menstrual cycles"), multiple allergies ("allergies"), osteoarthritis ("osteoarthritis"), acne ("acne(severe)"), amnesia ("memory loss"), headache ("headaches"), abdominal distension ("bloating"), ocular hyperaemia ("vision problems, extremely red") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with root canals and surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, fatigue, ovarian cyst, bacterial vaginosis, vaginal discharge, fungal infection, inflammation, dyspareunia, urinary incontinence, pruritus, burning sensation, vulvovaginal swelling, muscle spasms, muscle twitching, migraine, feeling abnormal, tinnitus, dizziness, anaemia, thyroid disorder, arthralgia, tooth disorder, loss of libido, weight increased, menorrhagia, multiple allergies, osteoarthritis, acne, abdominal pain, amnesia, muscular weakness, headache, abdominal distension, ocular hyperaemia, pain in extremity and uterine leiomyoma outcome was unknown and the hypoaesthesia had resolved. The reporter considered abdominal distension, abdominal pain, acne, amnesia, anaemia, arthralgia, bacterial vaginosis, burning sensation, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, hypoaesthesia, inflammation, loss of libido, menorrhagia, migraine, multiple allergies, muscle spasms, muscle twitching, muscular weakness, ocular hyperaemia, osteoarthritis, ovarian cyst, pain in extremity, pruritus, thyroid disorder, tinnitus, tooth disorder, urinary incontinence, uterine leiomyoma, uterine perforation, vaginal discharge, vulvovaginal swelling and weight increased to be related to essure. The reporter commented: patient received treatment for loss of libido, weight gain, heavy menstrual cycles, ovarian cysts, fatigue and allergies, teeth issues/decay, osteoarthritis, acne, and abdominal pain. She not received treatment for memory loss, migraines, ringing in ears, brain fog, abdominal spasms. Current weight: 215 lbs. On (B)(6) 2011, doctor mentioned she had trouble completing the confirmation test and informed me that I needed to use another form of birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Computerised tomogram - on (B)(6) 2011: anatomy/shape/tilt or the uterus and positions of the coils. Hysterosalpingogram - on (B)(6) 2011: scout view demonstrates bilateral essure device coils. It is uncertain whether the visualized contrastlies within the vagina/endocervical canal or within an abnormal/clongated endometrium. Foci of contrast adjacent the right essure coil may be related to contrast intravasation.; on (B)(6) 2011: there is deformity of the uterus with a relatively wide uterus centrally and narrowing of the uterus superiorly bilateral essure apparatus is present . The apparatus on the right is foreshortened . Cannot say with certainty whether the apparatus is in the fallopian tubes or in the superior aspect of the de formed uterus. Filling defects are seen which probably represent adhesions. There is some contrast material in the vagina. No spill of contrast material is seen on this examination . The uterus is only moderately well. Ultrasound scan - on an unknown date: fibroids and cyst on one of my ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.